Manufacturer narrative:
The product was returned to boston scientific for analysis. Returned product consisted of separated guidewire. The device shaft was visually and microscopically inspected for damage. The device showed a small kink/bend located 166.5cm from the tip. The device showed a detached tip distal to the tip weld. The total wire (185cm) was not returned and accounted for. The returned device measured approximately 182cm long. There was approximately 3cm of the tip not returned. The wire was inserted into the pressure chamber test equipment and the pressure was increased to verify the sensor was indeed reacting to the pressure increases and decreases. The pressure sensor functioned as designed. The coefficient was confirmed to be programmed. The occ handle was again connected to the ffr link. The device was then connected to the polaris (ilab) test equipment via bluetooth signal. The ffr link and wire communicated to the polaris system and zeroed as designed. With the wire inserted into the test pressure chamber, the wire transferred a pd pressure waveform to the polaris which indicates a functioning wire. The remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The complaint of tip detachment/fracture was confirmed. Device analysis determined the condition of the returned device was consistent with the reported information.

Event description:
It was reported that the comet pressure guidewire fractured. The comet guidewire was selected for a procedure to treat the left anterior descending vessel. The wire fractured when trying to advance. There is no known harm to the patient.

Event description:
It was reported that the comet pressure guidewire fractured. The comet guidewire was selected for a procedure to treat the left anterior descending vessel. The wire fractured when trying to advance. There is no known harm to the patient.